Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; the full lead was returned for analysis.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Increased impedance and oversensing were also reported. The lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received from the patient reporting that the lead was faulty, and they were taken by ambulance to two different hospitals.